Event description:
It was reported that the patient was admitted with driveline communication fault alarms. The system controller was exchanged, which appeared to have solved the problem. A log file review confirmed the onset of driveline communications on 22mar206. There were no other notable alarm conditions or parameter changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the provided log file. The log file captured a driveline communication fault alarm on 22mar2026; however, the onset of the alarm was unable to be observed. The alarm remained active until the patient¿s driveline was disconnected on the same date to perform the reported controller exchange. The driveline communication fault alarm did not affect the controller's ability to support the system. No other notable events were observed. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended, and atypical alarms were unable to be reproduced throughout all testing. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including driveline communication fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and the instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.